Manufacturer narrative:
A getinge field service engineer (fse) visited the client, and discovered that the problem is the light brown tube located under the helium cylinder. Inspection for fault finding, with replacement of high pressure regulator helium (d103-00-0637), tubing assy, helium, multiple (d004-00-0103-02), o-ring, good-n 1-008 n70( d354-00-0208)functional and diagnostic tests.unit return to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that when the device was not in use, the cardiosave intra-aortic balloon pump (iabp) unit vents from the tank. It leaked by itslef. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit vents from the tank.